Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-01751. It was reported that in preparation for a percutaneous transluminal rotational atherectomy treatment procedure, a guide wire fracture occurred. The extra support rotawire guide wire was advanced across the lesion. During platforming of the rotablator rotalink plus 1.75mm burr outside of the patient, the guide wire fractured approximately 200cm from the distal tip. There was no difficulty removing the remainder of the guide wire. The rotablator rotalink plus 1.75mm burr was then used with another rotawire guide wire to complete the procedure. No patient complications were reported, and patient status is listed as good.